Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely water invaded the scope connector while the user was handling the device, which led to an abnormality in the electrical parts and resulted in the displayed error message (e315). The event can be detected and prevented by following the instructions for use (IFU) which state: "·inspection of the endoscopic image." "·when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. ·do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis lucera elite colonovideoscope displayed an e117 error code. The error code was displayed during reprocessing and the device did not fail during a procedure. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found an e315 unsupported scope error message was displayed. The report is being submitted due to the e315 error message found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings, evaluation the complaint was confirmed and no image was displayed. The e315 error message was displayed when connected to the stack system. The plug body was dismantled and the moisture indicator was triggered after coming in contact with fluid. The inner moisture indicator was also triggered. Also, evaluation found the bending section cover adhesive was lifting, angulation was out of specification, and the knobs had play. This event is under investigation. A supplemental report will be submitted upon receiving additional information.